Event description:
Boston scientific received information that this device displayed an unexpected, but within acceptable limits, charge time measurement. Elective replacement indicator (eri) had not yet been declared. The device was later explanted due to normal battery depletion. No adverse patient effects were reported during the procedure. The device was then returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device did not meet a portion of the initial testing requirements. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. [This device is included in the mid-life display of replacement indicators ((B)(4) 2007) advisory population.]